Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a replacement ilet pump displayed alert 38 indicating a motor stall after start-up while the user was reusing a connector; a dry run to 120 units produced no alerts, the connector was replaced, insulin delivery resumed, and the user later performed a site-only change after elevated blood glucose was noted and then observed glucose trending down. Symptoms included hyperglycemia with a reported peak of 323 mg/dl. Outcomes included no lasting health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a stalled motor alert, with functionality restored after changing the infusion connector and site. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency.